Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with increased shortness of breath and noted fluid retention. It was reported that the right ventricular (rv) lead exhibited loss of capture noted via transtelephonic monitoring (ttm). The impedance measurements were noted to have increased from 500-1400 ohms at the previous follow up. In addition, the capture thresholds increased from 1.5-3.0 volts. Isometrics yielded oversensing and inhibition. A possible lead fracture is suspected. The rv lead was changed to unipolar, however no output was detected on the ttm. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.